Event description:
This device was unable to communicate with the programmer when interrogated. Technical services was contacted for troubleshooting, but it was unsuccessful. This device was explanted and replaced. Should add'l info become available, this report will be updated.